Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-mar-2020 with the following findings: a review of the pump¿s black box and alarm history showed no evidence of pump reboot events. The returned battery cap was found to be undamaged and able to properly secure during testing. During testing, the pump successfully completed the rewind, load, and prime steps without any power interruptions or issues. The pump successfully completed the 12 hour basal duration test without any power or reset issues. The original complaint of a power issue was unable to be duplicated. Unrelated to the original complaint, the battery compartment was found to be cracked with no moisture ingress and the display was found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.